Event description:
It was reported that the patient had the device removed due to infection. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received